Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a torn pressurized infuser. The fault occurred while checking before patient in use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cuff was torn. Replaced the cuff assembly to correct the issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.